Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed due to 0.21 vdc. Pairing with (B)(4) bluetooth device was performed and passed. Downloading was performed and passed. A review of the cloud/share data was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined